Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used on (B)(6) 2018. According to the complainant, during the in-service, the handle was rotated but the bands failed to deploy. Another attempt was made; however, two bands deployed at once. Additionally, it was noted that there was no difficulty when setting up the device. Reportedly, this device was not used in the patient or procedure.